Event description:
It was reported that the right ventricular lead had a lead warning. It was noted that the lead had low impedance and was not sensing r waves. The lead remains in use with close monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a lead warning. It was noted that the lead had low impedance and was not sensing r waves. The lead remains in use with close monitoring. No patient complications have been reported as a result of this event. It was additionally reported that the lead was capped and replaced due to the low impedance.